Event description:
It was reported to boston scientific corporation that the two spyscope ds ii complaints were used during a cholangioscopy procedure for the treatment of stones performed in the duodenum on (B)(6) 2024. During procedure, the spyglass stopped working when using electrohydraulic lithotripsy (ehl.) The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h2 correction made to b5 describe event or problem. Block h11: the returned spyscope ds ii was analyzed. A visual evaluation noted signs of use in the form of elevator marks on the shaft of the catheter an image assessment for visualization was performed. Upon plugging the device into the controller, no live image was displayed. Articulation of the working length using the steering wheels at the handle had no effect on restoring an image. X-ray imaging of the distal tip showed potential corrosion of the redistribution layer (rdl) in the form of light soldering and cloudiness. The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). A leak test was conducted to determine if a leak path into the optics lumen was present based on the reported loss of visualization, rdl corrosion, and observed residue at the pof. The device was pressurized by injecting fluid through the irrigation port of the device while the distal end was inserted into a mock common bile duct (cbd) fixture. Pressure readings were recorded using a pressure gage and the device was pressurized until a reading of 6 psi displayed on the gage. Capacitance readings were recorded using an lcr meter while the fluid was being injected. A drop in pressure and an increase in capacitance was observed. Fluid was also seen leaving the breakout. The external shaft of the distal end was wrapped in ptfe tape, another leak test was conducted and pressure dropped again. The presence of an internal leak was confirmed. Visual inspection of the pebax showed no obvious damage. A borescope was used to observe the inside of the optics lumen for any damage. Visual inspection of inside the optics lumen noted no problems. The optics lumen was sealed using a glue cap. Another leak test was conducted, and the leak persisted. Fluid was observed exiting the proximal end of the tip. The reported event was confirmed. During product analysis, a leak test confirmed the presence of a leak in the form of a drop in pressure and an increase in capacitance, fluid was also seen leaving the breakout. Based on all gathered information, the probable cause selected for the visualization issue is cause traced to component failure, which indicates that the failure is a random or expected failure of the device component, in this case the internal coupler. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02296 for the first spyscope ds ii, and 3005099803-2024-02297 for the second spyscope ds ii. It was reported to boston scientific corporation that the two spyscope ds ii devices were used during a cholangioscopy procedure for the treatment of stones performed in the duodenum on (B)(6) 2024. During procedure, the spyglass stopped working when using electrohydraulic lithotripsy (ehl.) The procedure was not completed due to this event. There were no reported patient complications as a result of this event.